Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of no nutrition; not right amount of nutrition to patient. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found a loose connection. The unit was restored to proper operation

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Customer reported no nutrition; not right amount of nutrition to patient. No patient harm reported. No further information is available at this time.